Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a incorrectly packaged screw. It should be 1.5mm screw however it was a mandible 2.0mm screw inside the packet. It was were opened during surgery but there was no major issue.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: added: d4 (expiry date), h4. Corrected: d4 (primary UDI number), g1 (manufacturing site name). H3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics. However, photos were provided for review. Photos were provided for review. However, the photo only show the label. The lot number is related to an issue with the support, which differs from what is specified by the product code and labeling. The complaint condition is confirmed. Between the work orders (B)(4) (article 04.503.406.04s-15 / lot 53889p2) and (B)(4) (article 04/503.204.04s-15 / lot 53907p7) was mix up happened. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the scr ã¸1.5 self-tap l4 tan 4u I/clip would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 04.503.204.04s-15. Lot number: 53907p7. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 26 feb 2025. Manufacturing site: jabil bettlach. Expiry date: 01 feb 2035. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.